Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 2.9 centimeters in size and located in the right middle lobe on the pleura. The procedure was completed as planned with no delays. Upon waking up from anesthesia, the patient complained of chest pain. A chest x-ray was performed. A pneumothorax was identified, and a chest tube was placed to resolve it. The patient was admitted for one day, then the chest tube was removed, and the patient was discharged home. The pneumothorax was thought to be procedure-related but would have likely occurred via another modality. Contributory factors provided by the physician were previous biopsy procedures on the same site, smoking history, and chronic obstructive pulmonary disease. There was no device malfunction associated with the event.